Manufacturer narrative:
As reported in a research article, complications from atrial septal defect closure included heart failure, additional diuretics, dyspnea upon exertion, leg edema, and weight gain. Mitral regurgitation was also noted, in some patients. A more comprehensive assessment could not be performed, as the event was non-contemporaneously reported through a literature review. And no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article, "hemodynamic changes during transcatheter atrial septal defect closure predict midterm heart failure deterioration in adults", was reviewed. This research article is a prospective single center experience to elucidate whether hemodynamic changes in pulmonary capillary wedge pressure (pcwp) during balloon occlusion test (bot) predict mid-term heart failure (hf) deterioration after transcatheter atrial septal defect closure (tasd-closure). Amplatzer septal occluder and occlutech figulla flex ii were associated with the study. The article concluded that pcwp changes during bot could predict midterm hf worsening after tasd-closure. The primary author of the article is hiroyuki yamamoto md, phd, division of cardiovascular medicine, department of internal medicine, kobe university graduate school of medicine, kobe, japan. The correspondence author of the article is toshiro shinke, division of cardiology, department of medicine, showa university school of medicine, 1-5-8 hatanodai, shinagawa-ku, tokyo, 142-8555, japan with the corresponding email: (B)(6).